Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is scratch on the display screen in the middle and left and bottom. The customer stated that can see the screen and it seems working. The customer passed the self-test and displacement test and advised to monitor pump. The customer stated that she doesn't like the pump and wants to check and blood glucose is 1000 is growing ok. The customer was offered to transfer to sensor and declined.